Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse found that the device was down due to a sudden crash of the software on the suite pc. To resolve the issue, the fse reinstalled the software on the suite pc. After reinstallation of the software and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.